Event description:
The hospital checked the device before use and found that the "connector have a fissure" [the hub was cracked]. The device was never used on a patient.

Manufacturer narrative:
Technical evaluation: during decontamination, a leak was observed in the hub of the catheter. Cracks could be seen in the body of the hub at the leak point. The incident was confirmed as reported. The DHR of this manufacturing lot has been reviewed and a copy of the review is attached. A review of the device history record (DHR) was completed on part #2314-01, (lot #l15503). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.